Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the surgeon was performing a proximal femoral nailing system (tfna) and the screw apparently not raised when inserting the lag screw normally. The nail and the lag screw were damaged, they were trying to figure out why it was not working. There was no surgical delay reported. The procedure was completed with other implants of the same size. There was no adverse event to the patient. This complaint involves two (2) devices. This report is for one (1) 12mm/ 130 deg ti cann tfna 380mm/ left-sterile. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot manufacturing location: monument manufacturing date: 18-dec-2019 expiration date: 30-nov-2029 part number: 04.037.259s, 12mm/130 deg ti cann tfna 380mm/left- sterile lot number: 32p0078 (sterile) production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive lot number: 25p9896 one piece was scrapped in cell, final inspection, after being dropped. Production order traveler met all inspection acceptance criteria apart from the one piece note part number: 04.037.912.4, wave spring, shim ended lot number: 17p1889 production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from smalley dated 18-oct-2019 were reviewed and determined to be conforming. Part number: 04.037.942.2, lock prong, 130 degree tfna lot number: 20p2049 production order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00 lot number: 17p1402 inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company dated 15-aug-2019 was reviewed and determined to be conforming. Lot summary report dated 04-oct-2019 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: tfna screw 90mm - sterile (part# 04.038.090s, lot# unknown, quantity# 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.